Event description:
It was reported that under ra2014-169, 4x products were found non-conforming during inspection.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been no other events for the reported lot. A visual inspection was not performed as the device was not returned. A CAPA determined root cause as: in-process manufacturing tolerance change made at supplier location without formal change control process and adequate assessment of deliverables to be implemented. Notification to stryker also missed due to lack of change control.

Event description:
It was reported that under (B)(4), 4x products were found non-conforming during inspection.